Event description:
It was reported through the litigation process that, approximately eleven years and three months post filter deployment, chest x-ray revealed that three of the twelve struts detached; one at the posterior aspect of the right atrium and inferior vena cava; another appeared to have migrated to left anterior chest wall and the third appeared to have migrated to left lower chest wall. The device was removed using endobronchial forceps and the jaws of life technique. The patient experienced stabbing pain in chest; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned. Medical records were not provided. Therefore, the investigation is inconclusive for filter limb detachment, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process, that approximately eleven years and three months post filter deployment, chest x-ray revealed that three of the twelve struts detached; one at the posterior aspect of the right atrium and inferior vena cava; another appeared to have migrated to left anterior chest wall and the third appeared to have migrated to left lower chest wall. The device was removed using endobronchial forceps and the jaws of life technique. The patient experienced stabbing pain in chest; however, the current status of the patient is unknown.